Event description:
It was reported that a remote alert was received from this right ventricular (rv) lead, indicating that the shock impedance was high and out-of-range (greater than 150 ohms). Information has been requested regarding the specific lead details and the event resolution, but no further details were able to be provided. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in section b5 (event description).

Event description:
It was reported that a remote alert was received from this right ventricular (rv) lead, indicating that the shock impedance was high and out-of-range (greater than 150 ohms). Information has been requested regarding the specific lead details and the event resolution, but a response has not yet been received. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.